Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported: suture breakage. Two sealed boxes with thirty-six unopened samples and an opened box with twenty-two unopened samples of product code (B)(4), lot mph938. As total 92 unopened samples were returned for analysis. During the visual inspection of thirty-two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The surgeon was having issues with the suture breaking. It is unknown where the suture was breaking. The procedure was completed with an alternate like device with no adverse patient consequences reported.